Event description:
It was reported by a customer complaint that the patient was hospitalized due to diabetic ketoacidosis. It was reported that in 2005 at 0800 the patient performed a site change, at the time of the change their blood glucose was 107. Two hours after eating lunch their blood glucos was a reported 500. The patient was transported to the hospital where they were admitted. At the hospital it was discovered that the cannula of the infusion set was bent and presumed to be at least partially occluded. The reporter is concerned that the pump did not alert that there was a problem. The device will be returned for evaluation.